Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsb5 emitted a continuous tone with the harmonic scalpel (no other information is known). Another device was used to complete the case. There was no consequence to the pt.